Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No data or product was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information became available. The receiver was returned for evaluation. The following were performed: external visual inspection, receiver charge and boot test, functional test, pairing test and the data file was reviewed. The reported allegation was not confirmed. The probable cause could not be determined post investigation.